Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the procedure, during laparoscopic colonic anastomosis, when stapling the colonic tissue, the device did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. Reload and handle were replaced to complete the procedure. There was no patient injury.